Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (fails incoming functionality testing) was confirmed. Upon evaluation the monitor passed incoming functionality testing. A review of download data indicates that the monitor reset after delivering a pulse during distributor functionality testing. Additionally, the belt receptacle was pulled from the case. The root cause for the reset was isolated nicks in the belt receptacle wires. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed incoming functionality testing.